Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user's ilet operated in bg run mode because the dexcom g7 cgm was not paired to the ilet until agent assistance was provided, after which cgm data were expected to display on the ilet within approximately 30 minutes. Symptoms included hyperglycemia with a reported maximum blood glucose of 263 mg/dl and approximately two hours above range, without ketone testing, back-up therapy, medical intervention, or acute complications. Outcomes included no hospitalization, no professional medical treatment, and no immediate health effects. Investigation included agent-led troubleshooting and education that identified loss of cgm-to-ilet connectivity leading to bg run operation. Investigation of this case revealed that the ilet functioned as designed in bg run mode when cgm data were unavailable, and reconnecting the dexcom g7 restored expected operation. It was concluded, based on previously established findings for similar reports, that the cause was user device pairing not completed, resulting in temporary absence of cgm data to the ilet.